Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.

Event description:
Device issue: failure to seal perforation. Adverse event: medical intervention. Onset of adverse event: during the procedure. It was reported that a perforation was caused by another company's stent. The perforation was within the stented segment and also extended beyond the distal edge of the stent. The graftmaster was placed, but the perforation was not completely sealed. The physician stated that he was unsure that he placed the graftmaster in the right location to completely cover the perforation. However, no ivus was performed to verify location of stent placement. Ballooning was performed for 750 seconds to seal the perforation. No pt effects were reported.